Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 3.5x18mm xience v stent was successfully implanted in the proximal left anterior descending coronary artery (lad). On (B)(6) 2014, the patient returned for their 1 year follow-up diagnostic angiogram. 80% stenosis was noted in the mid lad, which was within 5mm of the previously implanted, 3.5x18mm xience v stent. The patient was hospitalized and revascularization was performed, resolving the event. On (B)(6) 2014, the patient was discharged. There was no additional information provided.